Event description:
Caller alleging discrepant inratio values. (B)(6) 2015, inratio: >7.5; repeat inratio 3.5. 30 minutes between tests. Patient's therapeutic range 2.5 - 3.5. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the customer reported precision issues with inratio inr values during testing. It is indicated that product is not returning for evaluation. Therefore, an investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Although the root cause analysis did not include return testing, the customer has end stage renal disease. The patient's condition could have contributed to unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.